Event description:
Crna reported that containers of sodasorb lf (co2 absorbent) arrive with partial color change or substantial color change, indicating absorption of co2 from ambient air. Absorbent dust coming through bottom of plastic wrap indicates existence of one or more pin holes in plastic film wrap.